Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2021-02783. It was reported the patient's scs system was exhibiting high impedance on all of the leads contacts. The abbott representative was unable to restore therapy via reprogramming. Surgical intervention was taken and the patient's leads were replaced and the issue resolved.